Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test, and the device was unable to prime during the prime test as a result of a loose drive support disk. The device passed the self and displacement test.

Event description:
The customer reported regarding issues during prime/rewind. The blood glucose reading was 90mg/dl. The caller stated that the insulin pump alarmed, and she was unsure if the drive support cap was loose, flush or protruded. Advised the customer that the insulin pump would be replaced. No further information was provided.